Event description:
Reportedly, it was impossible to save the results of a ventricular pacing threshold test during a follow-up performed on (B)(6) 2021, when clicking on save.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was impossible to save the results of a ventricular pacing threshold test during a follow-up performed on (B)(6) 2021, when clicking on save.